Event description:
Customer stated the aligners were extremely tight and caused irritation and cutting to their gums, making them unsafe and uncomfortable to wear.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.